Manufacturer narrative:
Further information confirmed that the device issue was found prior to patient contact, making this event not reportable. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During device preparation, for an atrial fibrillation procedure, prior to patient contact or insertion, air bubbles were aspirated during irrigation, indicating that the valve was not functioning. The device was replaced, the procedure was completed with no adverse consequences to the patient.

Event description:
During an atrial fibrillation procedure, air bubbles were aspirated during irrigation, indicating that the valve was not functioning. The device was replaced, the procedure was completed with no adverse consequences to the patient.